Event description:
It was reported that the customer had a low blood glucose but not hospitalized. The customer's blood glucose level was 36 mg/dl. The customer called in to report change sensor alert and sensor error but mentioned her blood sugar was really low. The customer declined to troubleshoot for the low readings and said she was fine and has already treated.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.